Event description:
An Impella CP device was inserted into the right femoral artery in a 58-year-old female patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS). Prior to Impella support, the patient was classified as Society for Cardiovascular Angiography & Intervention (SCAI) stage E shock. The patient's comorbidities are unknown.On Day 2 of support, while the patient was in the intensive care unit (ICU), persistent suction alarms were noted while the device was operating at performance level (P-level) P-2. In conjunction with the alarms, decreased motor current and reduced flow were reported. Troubleshooting details were not provided. Due to the ongoing alarms and decreased device performance, the Impella CP was removed and exchanged for a new Impella CP device. Hemodynamic aortic pressure was 93/65.The device exchange was completed without clinical consequence to the patient, and support was maintained with the replacement device. The post-procedure outcome is survived at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.